Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise and low impedance on the atrial lead. The lead was explanted and replaced. The patient was stable throughout the event.